Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) appeared to be inaccurately pacing at times and was intermittently undersensing atrial events and would not mode switch. The device remain in use. No patient complications have been reported as a result of this event.